Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically and mechanically. During the visual inspection, deformations of the rv shock coil were found, which were probably caused by the explantation process. The analysis did not show any further deviations that could be related to the clinical complaint. The measurement values of the electrical and mechanical analysis were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - the pacing threshold was reported to have increased to 4.4 v within one week. Sensing value was 6.2 mv. No worsening of the patient¿s health was reported.